Event description:
It was reported that during an implant procedure, the atrial lead failed to sense. The physician elected to not use the atrial lead, and a new lead was implanted. The patient was stable throughout the procedure.